Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "burning in chest area, pain, swollen lymph nodes, extreme fatigue, brain fog and insomnia" depression, joint pain, hair loss, upper back issues, bad vision, memory loss, hypothyroidism, ibs, cold and heat intolerance, migraines, yeast infections, muscle soreness, frequent urination, numbness in fingers, under arm soreness, sore liver, cramps in feet and legs, leaky gut syndrome, fibromyalgia, ringing in the ears, light sensitivity, uti, hands and feet are always cold, difficulty swallowing, urine smells like ammonia and anxiety due to the patient¿s concern". Device remains implanted.